Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a reminder and the customer is unable to clear it. Troubleshooting with tandem technical support was performed and the reminder was able to be cleared. Customer had elevated blood glucose levels (350-400 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.